Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. The additional nc trek device referenced in describe event or problem is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a 90% stenosis located in the distal left circumflex (lcx) artery with heavy tortuosity and heavy calcification. Resistance was felt during advancement of the 2.0 x 12 mm nc trek balloon dilatation catheter (bdc) through the lesion; however, it was able to cross successfully. The balloon ruptured during the first inflation at 10 atmospheres held for 5 seconds. A 2.25 x 12 mm nc trek bdc was used and met with resistance as it was advanced to the lesion. This nc trek balloon also ruptured during the first inflation at 13 atmospheres held for 5 seconds. The stenosis at the lesion was decreased to 50% after the use of the replacement bdc and no additional treatment was performed. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.